Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim there was a cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not report any injuries or medical intervention at the time of contact with dexcom.